Manufacturer narrative:
D10 concomitant product: sigpshell - sig power sigpshell control shell, lot# unknown sigadaptstnd - sig power sigadaptstnd linear adapter, serial #unknown sigphandle- sig power sigphandle handle, serial# (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a gastrojejunal bypass surgery, the opening and closing was checked, but when it was attempted to fire the powered stapler, the cartridge did not close completely and the green button could not be pressed. The same issue occurred even after replacing the handle, shell, and adapter. When the reported cartridge was connected into the manual handle, it was possible to fire without any problem. After cleaning, the adapter was operated with another handle, and a new cartridge, and the firing was done without any issue. The first handle, shell and adapter were able to be used with no issue with a different cartridge. There was no patient injury.